Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed and reproduced the reported symptom "sys error 105 alarms", determined to be caused by severed motor mount screws. The motor mount screws and motor assembly were replaced.

Event description:
It was reported that a spectrum infusion pump alarmed "sys error 105". It was also reported that there was no pt involvement.